Event description:
Study: exactech knee replacement study. Subject: (B)(6). It was reported via a clinical study, ¿exactech knee replacement study¿, that a 76 yo female patient, who had an initial left knee replacement on (B)(6), 2015, underwent a revision procedure on (B)(6), 2023, approximately 8 years 7 months post the initial procedure. The study indicated there was polyethylene wear with evidence of osteolysis, date of onset was sometime in (B)(6) 2022. Inpatient hospitalization for revision of their left total knee replacement occurred. The study indicated the event was definitely related to the device and the procedure. The outcome indicates the event was resolved on (B)(6), 2023. No further information. Height: 161 cm., weight: 59 kgs. Diagnosis: primary osteoarthritis, abnormal contralateral joint. Comorbidities: insulin independent diabetes mellitus. Product information not available. Concomitants ebi data not available.

Manufacturer narrative:
D10. Logic knee system. H3: the revision reported was likely the result of wear of the tibial insert over 8.5 years of implantation secondary to implant positioning, instability, patient-related conditions or other factors. However, this cannot be confirmed as limited information was available at the time of evaluation and the devices were not returned for evaluation. No other information is available. These devices are used for treatment not diagnosis. H11. Correction - f6 & f8 -should be blank this is a mfg report.